Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and also had blank display. The customer¿s blood glucose level was 213 mg/dl. The customer stated that the pump had a critical pump error image on the pump screen and screen was flashing. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Unable to confirm missing segments due to critical pump error alarm . Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the pump near the battery compartment, faded serial number label, and minor scratched lcd window.